Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not working, and the screen went black. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the triage pyxis was not working. A field service engineer (fse) waited for 1.7.4 upgrade to complete and replaced the pyxis module controllers and drawer controller issue was resolved. The system functioned as intended after the field service engineer repaired the device.